Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient experienced a sudden change in therapy noted as "neurological issues". The patient was in the hospital and the healthcare provider (hcp) would like the pump turned off for 2-3 days to assess if the patient was having neurological issues or there was a problem with the pump. No further complications were reported.